Event description:
The customer reported lines in the images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image processor board. System operates as intended. (B) (4).